Event description:
It is reported that the device dislocated three times. In 2007, the device was revised to replace the femoral head.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: no engineering evaluation can be done with available information. Evaluation: no product was returned for evaluation. No lot number was provided; therefore, mfg records could not be reviewed.